Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusions occurred. Customer's blood glucose level was approximately 400 mg/dl. Customer changed the pump supplies and resumed insulin delivery. The reported issue was not occurring at the time of the report with tandem technical support.